Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a other (unusual issue) issue. It was reported that the patient received a new pump in mg/dl although their previous pump was in mmol/l and they want a pump in mmol/l. There was no allegation of an adverse event with this complaint. This complaint is being reported based on the allegation of a non-specific pump malfunction.